Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: in the follow up, the statement for h10 additional information was incorrect. It should have read, additional information: h3, h6 and h10.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during delivery in the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.